Event description:
It was reported that the motor of the device stopped after collecting an unknown amount of blood. None of the collected blood was able to be re-infused. The account had a back up on hand to complete the re-infusion with no allegation of adverse consequences.

Manufacturer narrative:
The device was destroyed at the account. No lot number was provided, so the device history record cannot be reviewed. If further information is received, a follow up report will be filed.